Manufacturer narrative:
B3: date of event, d4: serial number, UDI number. D5. Operator of device, g5: 510k and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the issue is due to missing circuit connection. There was unknown patient involvement and unknown patient harm adverse event reported.

Manufacturer narrative:
Additional information: d4 - model number, serial number, UDI number, g5, and h4 - manufacture date. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. It was confirmed by visual inspection that the outlet connector on the main unit was missing. It was also confirmed that there were cracks in the switch cover (japanese specifications) of the main unit. It is thought that the outlet connector has become loose due to long-term use of the parapac. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Attached the outlet connector to the main body and replacement of cracked switch covers. E1 - phone number.